Event description:
It was reported that customer contact's mother-in-law was being pushed in the transport chair and the seat broke off. She clarified that it is the seat guides that came off. She confirmed there was no fall or injury as they were able to prevent it.

Manufacturer narrative:
It was reported that customer contact's mother-in-law was being pushed in the transport chair and the seat broke off. She clarified that it is the seat guides that came off. She confirmed there was no fall or injury as they were able to prevent it. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.